Manufacturer narrative:
Results: the returned indigo system aspiration catheter 6 (cat6) was fractured in three pieces approximately 124.0 cm and 127.0 cm from the hub. The distal shaft of the catheter was ovalized. Device had kinks approximately 16.0 cm, 34.0 cm and 70.0 cm from the hub. Conclusions: evaluation of the returned cat6 revealed a fractured device. This damage typically occurs due to forcefully retracting the device against resistance. The parent catheter identified in the procedure was not returned for evaluation; therefore, the root cause of the resistance could not be determined. Further evaluation revealed the distal shaft of the catheter was ovalized. If the peel away introducer sheath is not used while inserting the cat6 into a parent device, the cat6 may become ovalized. This may have contributed to the reported inability to aspirate during the procedure. Kink damage was also found on the device. These kinks were likely incidental to the reported complaint and may have occurred post-procedure as they were not identified in the complaint report. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left femoral and anterior tibial arteries using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician attempted to aspirate with the cat6 after advancing it through a 6fr sheath with a guidewire. However, the physician was unable to aspirate. It was then found by imaging that the distal 15 cm of the cat6 had broken off in the patient¿s anterior tibial artery. Therefore, the physician removed the proximal end of the cat6, and then inserted an 8fr sheath to try to remove the distal tip of the cat6. The physician was able to remove the distal tip by advancing a balloon catheter into the cat6 and inflating the balloon. The physician was then able to retract the balloon catheter with the tip of the cat6. The procedure was then completed using a new catheter. There was no report of an adverse effect to the patient.